Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
Senseonics was made aware of an incident where the patient experienced infection at the insertion site, which started immediately after insertion with symptoms of swelling, pus and pain. The wound opened itself after a few days and pus drained. The patient consulted hcp who prescribed antibiotics. After a few days, the sensor started coming out from the arm while taking off the adhesive patches. The patient consulted hcp again who decided to remove the sensor.

Manufacturer narrative:
On (B)(6) 2025, the patient reported an infection at the insertion site, with symptoms of swelling, leaking and pain, which was confirmed as an infection by the hcp. According to the user, the symptoms first appeared on (B)(6) 2025. No other infections were reported. The patient mentioned that the insertion wound re-opened on (B)(6) 2025 and the pus drained. The infection got better after two weeks. But the symptoms reappeared on (B)(6) 2025 and the site got open again with swelling and pus leaking. On (B)(6) 2025, the sensor came out of the arm on its own. The patient went to the hcp where antibiotics was prescribed (cerufax 500 mg) and sensor was removed without complications. A new sensor will be inserted to continue using eversense e3 cgm system. The removed sensor was sent to senseonics for further investigation.a visual inspection and functional testing of the senor was performed and no anomalies were observed. Additionally, a review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. This incident does not require any further investigation. B4. Date of this report 22 may 2025. G3. Date received by the manufacturer? 22 may 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 22.